Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the "check ECG cable" appears when the ECG cable is connected to the device. There was no pt impact.